Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/17/2025. An investigation was conducted on 2/24/2025. A visual inspection was conducted. Both the harvesting device and cannula was retuned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire or intact silicone insulation of the harvesting device. There were no visual defects observed on the intact harvesting device shaft. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent shaft" and "fitting problem- tool" were not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000424853 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during use, the black sheath on vasoview hemopro 2 (vh-4000) was kinked preventing smooth use of the cutting tool inside the cannula. Another device had to be opened. There was no harm reported to the patient. There was no case delay.